Manufacturer narrative:
Physio-control further evaluated the device and was able to reproduce the reported failure in a vibration test. It was determined that the cause of the reported issue was due to the battery pins in battery wells 1 and 2 being loose. This caused the device to power off during vibration. The battery pins were then replaced. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.(B)(4).

Event description:
The customer contacted physio-control to report that the display on their device would remain black and that they sometimes needed two or three attempts before the device would turn on. In addition, the device would sometimes power off by itself. No information was provided regarding patient use being associated with the reported event.